Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed downstream occlusion. Attempts were made to change both the female and male connectors, but ultimately, the pump had to be replaced. Switching to another cadd pump had allowed the infusion to begin. The continuous infusion had been initiated at a rate of 3.3 ml/hr with a total reservoir volume of 150 ml. No medication had been given at the time. The planned length of infusion was 46 hours, and the pump had been locked. The extension tubing had not been primed using the pump. Instead, it had been primed manually with a syringe. There was no patient injury. The event occurred while in use with a patient.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.